Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the complete lead was returned intact. The helix was retracted and there was evidence of body fluid contamination in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. [Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a device upgrade procedure this right ventricular (rv) lead was explanted due to evidence of a microperforation and cardiac effusion. Prior to the upgrade procedure the lead sensing, impedance measurements and threshold measurements were excellent. No additional adverse patient effects were reported.